Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. The analyst noted there was no evidence of anomalies found and oversensing and unexpected shock were addressed with associated lead. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and it was noted t-wave oversensing in combination with premature ventricular contraction couplets were observed after bi-ventricular pacing, resulting in detection and delivery of therapy. The right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing and the unexpected delivery of a ventricular tachyarrythmia therapy. It was noted there was one inappropriate shock delivered on (B)(6) 2015 due to t-wave oversensing (twos) and twos was identified in ventricular fibrillation (vf) episode 10, leading to inappropriate shock.